Manufacturer narrative:
No button error alarms noted during testing. However, the insulin pump had intermittent button response due to flattened dome switch. The device was received with normal operating currents and no unexpected off no power, weak battery, low battery or failed battery test alarms noted. Cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and weak battery. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.